Event description:
Patient reported they were injected with juvéderm volux¿ xc in the jawline and an unknown juvéderm was injected in cheeks and nasal labial folds. 2-3 days later, patient experienced swelling, pain, inflammation, and nodules all across their jawline. Patient was given a prescription for an antibiotic, and later on they were given a prescription for steroids and took 2 rounds of them. One month after onset, patient was injected with 3 vials of hylenex. Patient reported right side of their jawline looks a little better but the left side is still the same and the swelling is moving down their neck and in a lot of pain. Healthcare professional (hcp) later reported the patient was injected with juvéderm voluma® xc, juvéderm® ultra plus xc, and juvéderm® volux¿ xc in the jawline bilateral. There were no issues with juvéderm voluma® xc, and juvéderm® ultra plus xc. The hcp confirmed this. However, a day after the injection the patient experienced 1 red dot, swelling, pain, and difficulty opening their mouth at the injection site. The hcp performed an aspiration of the fluid, and the results were negative. About 2 weeks after initial injection, patient was treated with prednisone taper, antibiotics clindamycin 300 mg bid, and zyrtec bid. A few weeks later, patient was treated with vitrase 1 hylenex, 3 ml (iso usp/units ml). There was some improvement with taking the steroids, however the swelling returned. The patient believes they are allergic to some of these steroids. The hcp will reverse it with hylenex and resume prednisone if the swelling returns. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.